Event description:
It was reported that the pt had a problem with her pump system; the catheter was dislodged. The medication being delivered via the device system was not reported. The pump was alarming "due to zero ml reservoir volume reached" because the pump "has been dry for several months." The alarm was "not heard but confirmed by telemetry." No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.